Event description:
The device was mislabeled. The package was labeled as 2.5 mm but the hub of the catheter was labeled as 3.5 mm. If product was used on a small vessel, there is a high chance of rupture.